Manufacturer narrative:
No lot number is available.

Event description:
It was reported by the sales representative that a surgiflo with an expiration date of november 30, 2025, was used on a patient, during a carotid endarterectomy procedure performed on (B)(6) 2025. No further information provided. There were no patient consequences reported. Device is not available for return. No product is available for evaluation.